Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: vyaire certified service technician was unable to verify the customer's reported issue. The device passed extended 70 hour run in test with the customer's settings. The device passed battery duration test from the lap top ventilator service manual. The device also passed the lap top ventilator final test. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1200 experienced power failure while connected to a patient. The customer stated that both batteries were fully charged at the time of the reported event. The customer confirmed there was no patient harm associated with the reported event.